Event description:
It was reported that this right atrial (ra) lead exhibited noise. Boston scientific technical services (ts) then suggested further evaluation with the ra pacing. To date, this lead remains in service. No adverse patient effects were reported. Additional information is received indicating that this ra lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.